Event description:
It was reported that the patient underwent a procedure to treat facet joint arthritis l5-s1 and degenerative disc disease l5-s1. During insertion of posterior fixation at l5, there was difficulty reducing the rod enough to insert the setscrew. A mini-open incision was made on the right side to force the rod down into the tulip head so a setscrew could be inserted. During insertion of posterior fixation on the left side, the guide system for the l4 screw came loose, so another mini-incision was made to insert the hardware.

Manufacturer narrative:
Suspect medical device: rod insertion instrument. (B)(6). (B)(4). The device was not returned to the manufacturer for evaluation.